Manufacturer narrative:
Additional investigation was conducted by product analysis on 12/31/2014 with the following findings. Review of black box did find not find any activities out of normal use. The last basal delivery was completed two days after the complaint date. The total daily deliveries added up correctly and reflected user¿s programmed basal rate. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Bolus delivery exercises were executed and recorded correctly. Pump delivery accuracy was within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a severe hypoglycemia due to a damaged display. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) was at 39 mg/dl with severe dizziness and/or severe headache, lightheadedness and blurred vision. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter stated that the display was damaged and the screens cannot be read/maneuver safely. No moisture/corrosion was noted in the pump. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to an alleged damaged display which the user cannot read safely.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/01/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump powered up and functioned properly. No tactile issue was observed with the buttons. The display lens was observed to be scratched but the screens are clear and legible. The reported display issue was duplicated in the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.